Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported difficulty capturing leaflets, entrapment of device, difficult to open and close clip, and clip jumping were unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+ and posterior 2 leaflet prolapse. An xtw mitraclip (lot:30515r1109) was implanted successfully, reducing mr to grade 1. Six weeks later on 30 august 2023, the patient reported a worsening of symptoms and returned for investigation. Transesophageal echocardiogram (tee) assessment was performed, and it was discovered that the xtw clip had detached from the posterior leaflet. On (B)(6) 2023, two xt mitraclips were implanted on either side of the slda to stabilize and reduce recurrent grade 4+ mr. The first xt was successfully implanted laterally adjacent to the slda. To target residual mr, a second xt (lot30712r1003) was implanted medially adjacent to the slda clip. Capturing was difficult and several attempts had been made, although not successfully enough to reduce mr. At this point the clip was entangled with the subvalvular structures and the tactile marker gripper was attached to the anterior leaflet underneath. The leaflet could not free from the gripper, despite several troubleshooting attempts. An attempt to invert the clip arms was performed and it was noted the clip could not open or close past the 40-50 degree angle. Troubleshooting was performed and cycling of the gripper lever resulted in the clip jumping open, but the gripper was still attached to the anterior leaflet. Another attempt to cycle the gripper lever independently, and this time it was noted that the tactile marker was no longer the gripper who was controlling the anterior side. It was believed the clip had rotated 180 degrees. The anterior leaflet could not be freed, and it was decided to grasp the posterior leaflet and proceed to deploy the clip. After deployment the behavior of the clip was closely observed and nothing had suggested clip rotation with the release. The mr was reduced from severe to moderate. No additional information was provided.